Manufacturer narrative:
Stryker failure analysis center further evaluated the customer's device and was unable to duplicate or verify the reported issue. The device logs were downloaded and analysed. It was observed that after replacing the battery, the lid switch was opened and then later closed which resulted the device to shutdown. The device was archived by stryker.

Event description:
The customer contacted physio-control to report that their device had unexpectedly powered off during use. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had unexpectedly powered off during use. There was no patient use associated with the reported event.